Event description:
It was reported that the lead was dislodged. The lead was capped and replaced. The lead was later explanted due to patient receiving a heart transplant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead became dislodged. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the medial segment of the lead was returned and analyzed. Blood/body fluid was observed on the outer tubing overlay and on several conductors (they were not obstructed). The defibrillation conductor was distorted and stretched. The distal conductor was stretched. The outer tubing overlay was melted and had cosmetic environmental stress cracking. Apparent explant damage was noted. No anomalies were found.